Event description:
Caller reports the inform system/lab comparisons done on a neonate pt. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.